Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 8.7 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had corroded keypad traces. All buttons functioned properly. No button error alarm during testing. The insulin pump had a cracked reservoir tube lip, minor scratches on display window, cracked case on the display window corner, cracked belt clip slot, broken battery tube threads and cracked display window.